Event description:
It was reported to philips that the system was slow to bootup after a reboot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use at the time of the event. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files could not confirm any malfunction. A philips field service engineer (fse) inspected the system onsite and during troubleshooting checked the main power distribution unit(mpdu) control board, and observed that there was rodent issue and found rat wastes. To resolve the issue, fse cleaned and installed the mpdu control board and for rodent issues, sealed the open area in the ceiling of the technical room. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.